Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient said that everything was going well until last night when the started going to the bathroom frequently and had a sudden return of their symptoms. The patient was unsure what to do. Patient services walked the caller through increasing settings from .7 to 1.4 where it was comfortable. The patient will monitor symptoms and was redirected to follow up with their healthcare professional if the issues don¿t resolve. Additional information was received from a consumer. It was reported that the patient was having problems with urinating during the night. The patient said that the device was not helping at least 50%. Her symptoms were okay during the day, but she had to get up 4 times a night. The patient said that the urgency to go was there, but not 'real bad'. The patient said that after she took out her catheter, she began urinating quite a bit during the night. During the call patient services reviewed handset use and that patient said that she changed programs that day. The patient saw her healthcare provider last tuesday and was supposed to see him again in a couple of weeks. Additional information was received. The patient stated that the circumstances that led to the sudden return of symptoms was change to device programming. The patient stated they had a return of symptoms the past 2 weeks. They stated they were not emptying as much and they found they were having to use the bathroom more often. The patient stated that sometime in (B)(6) or (B)(6) they had increased stimulation to 8.2 as they didn't feel stimulation, but they couldn¿t' find when they had done what in their record. The patient reviewed they increased to 1.6 on (B)(6). They stated that when they checked the implant the day of the report, they were on 2.3 on program it was reviewed that it would not be expected for stimulation to decrease on its own. They stated they increased stimulation to 4.3 where they could feel it comfortably. They did confirm that it was working really well for their bowel at the time of the report. Patient was going to monitor symptoms after making change and follow-up with their healthcare provider if the issues didn't resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the cause that led to changing in stimulation was due to frequent urination and due to device programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are having some problems with their bladder. Patient has not been able to hold their urine and has accidents and urinary frequency at night. Patient also had leaks when they coughed or sneezed. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They reported that they are having some problems with their bladder. Patient has not been able to hold their urine and has accidents and urinary frequency at night. Patient also had leaks when they coughed or sneezed. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Notify date corrected to 2021-09-07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.